Event description:
It was reported that the camera head did not display the image, it was unable to operate. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the cable was found to be broken and twisted. According to the investigation, as the camera cable failed, the internal charged coupled device (ccd) may have failed. Therefore, it is likely that normal communication was not possible, and this led to the failure of no screen reported by the user. However, the exact cause of the cable failure could not be determined. A device history review - DHR was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.